Event description:
On (B)(6) 2013, intuitive surgical received the suction irrigator instrument in a damaged condition. No event details concerning the instrument were provided by the site.

Manufacturer narrative:
Engineering evaluation found that the proximal end cap disk was dislodged from female-female disk. The disks and distal tip exhibited various scratch marks. The two drive cables were cut at the snake wrist and the entire wrist assembly was detached from the main tube. Engineering concluded that damage to the snake wrist disk required cutting to allow for removal of the instrument from the cannula and that dislodgment was likely due to overloading at the distal end of the instrument. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The failure analysis finding does not constitute a MDR reportable event; however, recurrence of the device malfunction could likely cause or contribute to an adverse event if the malfunction were to recur.

Manufacturer narrative:
On (B)(6) 2013, isi contacted the initial report concerning the returned suction/irrigator instrument. The initial reporter indicated that at this time he does not recall the specific complaint details concerning the instrument as originally provided to him by the surgical staff; however, he indicated that there was no report by the surgical staff that any piece(s) from the affected instrument fell into a patient. The initial reporter also indicated that there was no report by the surgical staff that any patient harm, adverse outcome or injury occurred involving the returned instrument.